Event description:
It was reported that the patient experienced recurrent hypoglycemia, primarily overnight, without a consistent temporal pattern or identifiable precipitating factors, while using the iLet Bionic Pancreas; bedtime intake reportedly did not include large or high-fat meals, meal announcements were above half of meals, and fingerstick confirmations were not obtained during overnight alerts due to stress, prompting transfer to a clinical support line. Symptoms included low blood glucose. Outcomes included treatment with oral glucose. Investigation included complaint intake review and referral for clinical troubleshooting and education, with assignment for additional training. Investigation of this case revealed no device malfunction reported and an unclear causal relationship between device performance and the hypoglycemic events, with contributing user factors such as variable meal announcements and lack of confirmatory glucose testing during alarms. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.